Event description:
Discrepant covid antibody test result, result = 4.44 (positive), rerun = <0.05 (negative). Siemens notified (4th result reported) siemens lot # 035. Pre-op for cervical dysplasia. FDA safety report ID# (B)(4).